Manufacturer narrative:
One catheter with monoject 1.5 cc limited volume syringe was returned for evaluation. No introducer or contamination shield was returned. As received, no contamination was found on the balloon. The balloon inflated clear but eccentric balloon was observed. Eccentricity was measured at 0.10" and was found to be out of specification. Eccentric balloons may be caused by "improper bonding or by initially crooked component balloons. No visible damage, contamination and/or deterioration on the balloon latex or balloon bonding site was noted. All through lumens were patent without any leakage or occlusion. No visible damage to the catheter body or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.5 cc air. Balloon eccentricity was measured with lab scale and microscope at 10x magnification. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of "contamination" could not be confirmed; however, balloon eccentricity was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that the balloon inflated eccentrically before use and additionally, a foreign material, approximately 3mm in length was found on the tip of the balloon surface when the customer opened the package. It appeared to be the same material as the balloon. The anesthesiologist removed and discarded the foreign material at the hospital. There were no patient complications reported.